Manufacturer narrative:
(B)(4). Pump received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Pump received with intermittent button response due to flattened (no creased) dome switch on act, button. J2 connector was inspected and locked on lcd board. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec. No failed battery test were noted.

Event description:
Information received by medtronic indicated that insulin pump had rejected new batteries alarm. Customer stated crack on the insulin pump around the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.